Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instruments confirmed the threaded tip broke off. Previous investigations with this failure found it is suspected that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When slap hammer was attached to broach handle and was used to remove broach from femur,the connecting screw on slap hammer broke from hammer.